Manufacturer narrative:
This MDR is being filed following a retrospective review of past complaints. It was reported that there was a post-op bleed several hours after a case. The device was not returned for evaluation. The lot number was not provided so a review of the lot history record could not be performed. End of report.

Event description:
It was reported that the patient had a post-op bleed several hours after a case. Patient was returned to the operating room and a bovie was used to resolve the bleeding. Patient is currently doing fine.